Manufacturer narrative:
Phone number e1: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "vascular calcifications". "Retroglandular breast implants, with signs of intracapsular rupture of the implant on the right". "Nodule in right breast probably benign". This is for the right side device. The device remains implanted.

Event description:
Healthcare professional reported right side "vascular calcifications," "retroglandular breast implants, with signs of intracapsular rupture of the implant on the right," and "nodule in right breast probably benign." Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Lump/nodule-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, d6b, e1, h6.

Event description:
Device has been explanted.